Event description:
It was reported that a low output current was observed on the patient's vns. It was stated that the impedance was within normal limits and the battery was 75-100%. It was noted that the patient was not experiencing adverse events. A review of device history records was performed revealed that the generator passed quality control inspection prior to distribution. An ohm's law calculation did not support the low output current as the generator would be expected to deliver the programmed stimulation. The facility's tablet data was received and reviewed. Review of the diagnostics export data revealed that no low output current was observed during diagnostics testing. A decoder was created from the tablet data received. The basic interrogations performed (not in session interrogations) revealed that the peak output current delivered at the time of interrogation matched the programmed parameters. It appears that the device was set to titration mode initially and there were two instances of the user decreasing and then increasing the programmed parameters. It is possible that the low output current was observed during one of these instances, but the event is unable to be verified with the current data. Due to the facility's privacy policy, no further information is expected. No additional relevant information has been received to date.